Event description:
A malfunction was reported with the pump, indicated by malfunction code 15. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the malfunction returned.